Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. Upon interrogation the pacemaker exhibited backup vvi operation. A device download was performed successfully. The patient will continue to be monitored.